Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the supply line of the homechoice cassette which resulted in a leak. This occurred during set-up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services (rts) assisted care giver (cg) with removing the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.